Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be hardware error. The reported issue was addressed by replacing a position sensor (sp wire sensor) in the patient handling system (phs). Following the replacement, the system was verified to be fully functional. An evaluation of material consumption relative to the installed base, as monitored through the CAPA process, demonstrated that usage levels remain within established specifications. No systemic product issue or design related deficiency could be identified. Therefore, no additional investigation is considered necessary. A safety assessment was performed, and no increased risk to patients or users was identified.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. Based on the information available, a perfusion scan was aborted and subsequently had to be repeated. As a result, the acute stroke patient required a second scan and a second administration of contrast medium. The scan abort caused a delay of approximately 15 minutes in establishing the diagnosis. No injuries or adverse health effects have been reported in connection with this event.